Event description:
The customer reported the ventilator went vent inop and alarmed due to an exhalation autozero failure. An autozeroing failure may affect the accuracy of the system pressure measurement. Vent inop, when in use, will stop providing ventilatory support to the patient. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer reported the device failed extended self testing due to an exhalation transducer autozero failure. Review of the device diagnostic log noted a vent inop occurrence as reported. The service engineer replaced the 3 station solenoid to address the reported problem. Final testing was completed to operating specifications.